Manufacturer narrative:
This report is submitted on july 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent skinflap revision surgery (date not reported) due to retention issues with the device. The skinflap was reduced; however, the patient is still experiencing retention issues and swelling at the implant site. The patient is continuing to be clinically managed by their healthcare provider.